Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system the incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was unable to confirm the reported issue. The system was tested extensively without malfunction and was returned into service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As the issue could not be reproduced, a root cause was not determined. Evaluated on site by livanova technician.

Event description:
Livanova (B)(4) received a report that an s5 system intermittently went into emergency/ups mode during setup. There was no patient involvement.